Event description:
Additional information was received from the patient. It was reported that the cause was not determined. No steps were taken at this time, they will notify the rep if it occurs again. It's unknown if it is resolved, the rep was notified and an equipment check was done. No issues were found.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that she's having an issue. Pt states its like the remote is turning off the ins and has not touched any buttons. Pt states she was lying down on right side and the device is on the right side of lower back. Pt states was trying to recharge and just says no device found and just quits charging and says stimulation off. Patient services (pss) reviewed if ins is low this is expected. Pt states she only turns off when driving. Pt states made a sound like it was fully charged but said device not found and stimulation off. Pt states that's all she would see. Pt states andrew her rep said to charge every other day and tries to charge when hits 70% pss advised to charge, pt currently charging on the phone. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pss directed to hcp as well as stated to monitor this. Pt states adaptive stim is not on there yet. Pt states he might have done one setting where she did a lying down position. Redirected caller: patient's hcp.